Manufacturer narrative:
(B)(4). Evaluation is in progress, but not yet concluded.

Event description:
It was reported that the cables which came with the level sensor and bubble detector have never worked. No other details regarding the nature of this event were provided. Diligence attempts are still ongoing.

Manufacturer narrative:
(B)(4). No patient involvement. The reported complaint was not confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Lab evaluation could not duplicate the reported complaint. The unit met specifications.

Manufacturer narrative:
If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
The event occurred during the use of the device for a non-clinical activity. There was no patient involvement.